Manufacturer narrative:
(B)(4). Additional method: per DHR the product auto endo5 ml, lot # 73h1600848 was manufactured on 09/05/2016 a total of (B)(4) pieces. Lot was released on 09/09/2016. DHR investigation did not show issues related to complaint. One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73h1600848 was confirmed. During visual inspection was observed: components look well assembled, not stuck clip in jaws. Failure mode "loading issues" was not confirmed with sample received during visual inspection, please refer to pictures ((B)(4)). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clips fired. Another attempt was made and, once again, no clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, all internal parts appeared typical. It was found that 0 clips other remarks: remained in the channel indicating that all 15 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips remained in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "loading issues" was not confirmed based on the sample received. One device was returned. The device was disassembled and no internal components appeared to be damaged. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
During the procedure the clips fell out the end of the applier upon a partial squeeze to load into the jaws. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During the procedure the clips fell out the end of the applier upon a partial squeeze to load into the jaws. The patient's condition was reported as fine.